Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of over-sensing could not be confirmed. As received the device was in normal range of operation and no anomalies were noted. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2024-61785, related manufacturer reference number: 2017865-2024-61786. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the pacemaker, the right ventricle (rv) and atrial (ra). The physician elected to explant and replace the pacemaker, rv and ra. The patient was in stable condition.